Event description:
It was reported that a user experienced hyperglycemia after announcing a dessert as ¿less than,¿ which underestimated carbohydrate content. Blood glucose (bg) rose to approximately 275 mg/dl and the user contacted support for guidance. Symptoms included lethargy consistent with hyperglycemia. Outcomes included self-management at home without medical intervention, and glucose levels began to trend down during the call. Investigation included technical support review and user education regarding meal announcement and correction dosing. Investigation of this case revealed user technique related to incorrect meal size selection as the likely contributor to the hyperglycemia. It was concluded that the device functioned as designed and that user education on appropriate meal announcement and allowing automated corrections resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.